Event description:
Information received indicates the bed has no head or knee functions working.

Manufacturer narrative:
The facility found a loose connector from the power control module to the head and knee. The facility reconnected the cable to repair the bed.